Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer's blood glucose was 200 mg/dl. Caller stated that the customer's legs were weak and he was in and out of the hospital. Caller stated that the caused of death was cardiomyopathy. Nothing further was reported.